Manufacturer narrative:
Device was not made available for evaluation.

Event description:
It was reported that the device was delivered with a bent electrical prong which could cause ac shock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device was not made available for evaluation and the model and serial number was not reported.